Manufacturer narrative:
(B)(4). Cathode top is not smooth.

Event description:
It was reported that during the implant procedure, it was noted that the right ventricular lead¿s cathode tip was not smooth. The lead was not used and a new lead was implanted. The patient's condition was stable.

Manufacturer narrative:
The field report of non smooth cathode tip of the lead was confirmed. Analysis was normal. No anomalies were found.